Manufacturer narrative:
Hamilton medical ag case number is (B)(4) investigation ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was not updated with full UDI information as requested since the device was manufactured before 2015. Updated fields.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed intermittent for o2 failures. Previously, the ventilator device has passed the o2 calibration well. This occurrence was noticed during patient ventilation. The device log files do not show any technical failures nor technical events (tf/te) at the or around the time of failure. There is patient involvement reported. The event occurred during ventilation. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - the ventilator device alarmed intermittent for o2 failures. Previously, the ventilator device has passed the o2 calibration well. - this occurrence was noticed during patient ventilation. - the device log files do not show any technical failures nor technical events (tf/te) at the or around the time of failure. - there is patient involvement reported. The event occurred during ventilation. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.